Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced abscess, seroma, fistula tract, infection, recurrence, scarring, non-healing wound, and failure of mesh. Post-operative patient treatment included removal of mesh, excision of scar/non-healing wound, and hernia repair with new mesh.